Event description:
It was reported that after the lead was introducted through a tight access point and an acute distal tip bend, the helix mechanism "locked up". The lead was not used and another lead was implanted to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism, the helix was blocked by the guidetooth, the guidetooth was damaged and the lead appeared to have been damaged at implant.